Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump's display was frozen. Caller also reported that the keypad was unresponsive. Caller stated that the insulin pump had recently been dropped. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had no escape or up arrow button response due to an unlocked keypad connector. The insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.